Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing threshold had increase on this right ventricular (rv) lead and the shock impedance measurements were higher then previously measured. It was noted that the patient was hospitalized in (B)(6) 2015 due to decompensation and had chronic atrial fibrillation. The patient had a thrombus thus the atrial fibrillation shock was not performed and was postponed. The most recent follow up showed that all measurements on the rv lead appear normal but pacing thresholds still appeared high but stable since (B)(6) 2015. No noise was seen. The lead remains implanted. No adverse patient effects were reported.